Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 320 mcg/ml sufantanil at a dose of 160 mcg/day. 1 ,800 mcg/ml clonidine at a dose of 900 mcg/day, 25 mcg/ml bupivacaine at a dose of 12.5 mcg/day, and 0.6 mg/ml dilaudid at a dose of 0.3 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that on (B)(6) 2017 the patient's pump alarmed and was confirmed by telemetry. A critical alarm for low battery reset, reset, and safe state occurred. The pump logs were checked. The pump had already been filled with the same drug. The hcp was to silence the active alarm and keep the patient at minimum rate. The patient was to be medically managed and scheduled for a pump replacement soon. No symptoms were reported. No further complications were expected or anticipated.

Manufacturer narrative:
Adverse event longer applies. Intervention no longer applies. Serious injury no longer applies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements for serious injury stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the low battery reset, reset, and safe state was determined to be 2011 "idds". Elective replacement indicator (eri) was 6 months as of (B)(6) 2017. On (B)(6) 2017 the patient was brought in for a scheduled pump refill. When the pump was interrogated, it was discovered that low battery alarm had occurred and pump was in safe mode which it stayed in. The patient's pump was filled at patient's request and she was scheduled for surgery on (B)(6) 2017. When the patient arrived for surgery she decided not to have her pump replaced. As of (B)(6) 2017 the pump remained in the patient at her request and decided not to have the pump replaced.